Event description:
N/a

Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. A faulty power supply was found upon evaluation, which caused blown fuses and failure to turn on. The reported complaint was confirmed from the evaluation. Outdated lamp additionally identified. Replacement power supply and lamp required. No manufacturing, workmanship, or material deficiency has been identified.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the 00mlx mlx 300w xenon lightsource would not power on and blows fuses as soon as it was plugged in. It was confirmed that the issue was noted during a set up and no patient was involved.